Manufacturer narrative:
D10 concomitant product: clt-957; clt-957 polysorb* 0 vio 75cm btp1 x36; (lot number: a5a2014y) clt-957; clt-957 polysorb* 0 vio 75cm btp1 x36; (lot number: a5a2014y) clt-957; clt-957 polysorb* 0 vio 75cm btp1 x36; (lot number: a5a2014y) clt-957; clt-957 polysorb* 0 vio 75cm btp1 x36; (lot number: a5a2014y) clt-957; clt-957 polysorb* 0 vio 75cm btp1 x36; (lot number: a5a2014y) h3 evaluation summary: medtronic conducted an investigation based upon all information received. One opened and forty-five representative devices were avai lable for evaluation. Visual inspection of the opened sample identified one needle and one suture, with the needle returned disengaged. Microscopic examination of the needle showed normal crimp and swage marks with suture material present within the swage, indicat ing separation at the attachment point. Dark heat tipping was observed at the suture end, and inspection of the foil pouch revealed no damage or abnormalities. Evaluation of representative samples found no breaches or damage to the breathable pouches, while tactile and microscopic inspection of the sutures noted varying degrees of dark discoloration and increased stiffness near the needle attachment areas. It was reported that multiple needles and thread were either broken upon opening or fractured during the procedure. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic myomectomy, while in the uterus, the multiple needles and thread were either broken upon opening or fractured during the procedure. Another device from another lot number was used to complete the case. There was no patient injury.